Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the insertable cardiac monitor (icm) battery lasted less than expected. Technical services assessed the icm and noted it had reached end of service. The icm was configured to respond to a magnet, a setting known to reduce battery life. Based on this configuration, the observed lifespan aligns with expected performance. Further review confirmed premature battery depletion, but the root cause remains unknown. The icm was recommended to be returned for detailed physical analysis. No adverse patient effects were reported. This icm remains in service.